Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumers mother reported her daughter had the string pull out leaving the tampon inside. Her daughter was able to manually remove the tampon with no medical assistance and is doing well.